Event description:
It was reported that this cardiac resynchronization therapy defibrillator w(crt-d) as unable to be read by a communicator. Technical services (ts) was consulted and provided troubleshooting options. The device remains in service. No adverse patient effects were reported.